Event description:
Reporter stated the customer was hospitalized with hyperglycemia and diabetic ketoacidosis. His blood glucose was "hi," and he had stomach trouble, a headache, and other symptoms of hyperglycemia. He was taken to the hospital by ambulance and admitted to the intensive care unit. Hospital staff attempted to deliver insulin via the infusion device, and it is believed he received intravenous insulin 1-2 hours after arrival. Customer believes he does not seem to receive insulin through the pump. No additional information was available. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The insulin pump was evaluated and no issues that would contribute to inaccurate delivery were found. However, when the used transfer set was evaluated, it was found that the tube of the head set was torn out of the plaster resulting in a leakage. The damage was determined to be a result of excessive force, use error.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.